Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse noted that the ergonomic settings on surgeon side console (ssc) 2 were missing. The fse reviewed the system logs and found no related error. The fse replaced ssc 2 touchpad screen to resolve the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the touch screen computer involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint (the ergonomic setting of ssc2 were missing). Visual inspection found the unit to be in good condition. The touchpad was installed into printed circuit assembly (pca) xi test system, and it failed during power up of the ssc with an error 307 (unable for setting/stored ergonomic).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in to report that the surgeon side console (ssc) ergonomic settings could not be restored. The customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the user could be selected, but when they pressed the restore ergonomic settings selection, the settings could not be restored. The tse recommended to move the ergonomic button manually. The customer reported that they had two sscs, and the surgeon had switched to another ssc to continue with the case. The tse indicated that not all troubleshooting steps were exhausted. The procedure was converted to another da vinci surgical system with no reported injury.